Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the reported event on the same day. The treatment for the peritonitis included intraperitoneal (ip) aztreonam (dose, duration, and frequency not reported) and ip vancomycin (dose, duration, and frequency not reported). The patient was discharged from the hospital about two weeks later and was recovering from the peritonitis. The pd therapy was ongoing. Additional information was requested, but was not available at this time. This is report 3 of 3.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted. This report is for an unknown automated pd set with cassette, (B)(4) addresses the transfer set report and (B)(4) addresses the minicap report for this patient.

Manufacturer narrative:
(B)(4). At the time of this report, the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.